Event description:
It was reported that on (B)(6) 2004 the patient was admitted with pre-op diagnosis of discogenic pain l4-5 with stenosis and underwent discectomy l4-5, transverse lumbar interbody fusion l4-5 utilizing peek interbody device with bone morphogenetic protein and local bone allograft, stabilization of l4-5 utilizing pedicle screws l4, l5 bilaterally, and interfacet fusion l4, l5, completing 360 fusion. A burrito of bone morphogenetic protein and local bone autograft was placed across the midline of the disk space. This was then augmented by further autograft bone anteriorly and to the left and the peek spacer was then inserted with bone morphogenetic protein and allograft within it. Ap and lateral views verified satisfactory position. Intraoperative nerve monitoring was performed. There were no noted complications. The patient developed postoperative anemia. On (B)(6) 2004 the patient was discharged home. A CT scan (no date provided) reportedly indicated that the left-side had ¿an inadequate facetectomy at this level and that the interspace spacer had backed out and persisted in the canal and the foramen with irritation of the neural elements. There was also excessive bony growth in the canal¿¿ on (B)(6) 2006 the patient presented with left-sided l5 radiculopathy and weakness, loosened pedicle screws, unanticipated bony overgrowth, and a partially backed out interbody device. The patient¿s pre-operative diagnosis was post laminectomy lumbar syndrome, lumbar radiculopathy secondary to failed interbody spacer, scar formation and significant bone morphogenetic protein over bony growth over the foramina of l4 and l5. The patient underwent redo left removal of sextant screws and rod with replacement of sextant screws on the left at l4 and l5 and rod system, redo discectomy and takedown of fusion mass at l4 and l5 on the left, removal of partial backing out of interbody spacer, complete foraminotomies of the l4 and l5 root on the left, replacement of hardware on l4 and l5 on the left, right l4-5 posterior spinal fusion with bone morphogenetic protein (bmp) and local bone autograft. Per the operative report, the screws ¿were noted to be loosened bilaterally¿ spacer was identified and could not be pounded in deeply with reverse-angle curettage secondary to excessive bony and hard fusion. Using the ama drill, several holes were punched into the capstone at which time it could be fractured. At the time of the fracture, it was pounded deeply in the lateral recesses so that it could not be bending on any neural elements.¿

Manufacturer narrative:
The catalog number of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are catalog # 8676545 and # 8676550. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.